Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump excessively alarmed no deliveries. The blood glucose reading was 171 mg/dl. The customer's father stated that the no deliveries had been happening for the past 2 weeks and that it seemed to be getting worse. He observed that the motor sounded very slow during the fill tubing process. He reported that boluses did not have any effect on rising blood glucose levels. The customer's endocrinologist stated that there was no issue with the insertion site. The customer discontinued use and was treating with manual injection now. Unable to complete troubleshoot due to lack of tubing clamp; advised the caller to change the entire infusion set, reservoir and insulin. He reported that the alarm was resolved by complete infusion set change. A request to replace the insulin pump was made. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.